Event description:
It was reported to nova biomedical that a consumer received a result of35 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips getting a result of135 mg/dl. The difference in the readings was determined to be clinically significant. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.